Event description:
It was reported that during a ptca procedure the balloon would not deflate. The balloon had been inflated to four atms and attempts to achieve deflation with the indeflator were unsuccessful. Therefore, a syringe was used to achieve deflation. Reportedly, there was no injury to the pt.